Event description:
A customer reported obtaining unexpected negative reactions on galileo echo instrument (B)(4).

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Upon visual inspection, cell 1 and cell 3 appeared to have adherence to the monolayer though cell button present had a weak reaction strength of 2. Positive control performed as expected with a reaction strength of 100. The customer was made aware that negative antibody screening and identification results on the echo are to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(4) on (B)(4), 2009.